Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, lymphadenopathy and silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side implant "ruptured, leaked silicone into right lymph nodes in underarm, pain," and "swelling in right arm pit." Patient additionally reported "viral chronic fatigue syndrome" and "severe primary hypothyroidism;" these events are not related to the device. Device remains implanted.